Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva sp with maxzero foreign matter vs manufacturing defect on catheter tip. The following information was provided by the initial reporter: additional plastic debris or a manufacturing defect at the end of the catheter. It was not used on a patient

Manufacturer narrative:
Investigation results: the complaint of plastic at the end of the catheter was confirmed and the cause appeared to be manufacturing related. One 20g nexiva device was returned for investigation. A microscopic examination revealed flash on the tip of the catheter. The flash was consistent with the catheter material and remained attached to the catheter tip. The damage was likely caused during manufacturing and the appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.